Event description:
The customer reported experiencing high blood glucose since last night. The caller stated that about three months ago, she was getting bent cannulas and no delivery alarms. The infusion set was changed before calling, but her blood glucose still was over 600mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The caller declined to perform the high pressure test. Instructed the customer to remove the cannula and it was not bent. Advised the caller either go to her doctor's office, or go to the hospital if she does not want the paramedics called. The customer sounded fine and stated that she will call her sister and go to the hospital. Attempted to call the customer back and left a message in her voicemail. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.